Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿device had a defective rotor.¿ the unit was triaged, service tech found different symptom, unit failed the rotor error alarm section of the performance verification. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service tech found that the unit failed the rotor error alarm section of the performance verification, each time, the unit gave a flow error at approximately 2 minutes 10 seconds; delayed alarm.